Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was found that the time was incorrect and the alarm history revealed an error alarm prior her admission. The customer stated that she does recall the alarm and reset the insulin pump. Troubleshooting was performed and the device passed the fixed prime and high-pressure tests.